Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure in an open total knee replacement, the thread of the two sutures broke. Another device was used to complete the case. There was no patient injury.